Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 3am on (B)(6). The patient reported that at 9pm on (B)(6) they obtained a blood glucose reading of 200 mg/dl. The patient manages their diabetes with insulin with no adjustments. It is unknown if the patient made any changes to their usual diabetes management regimen in response to this reading. The patient reported that at 2:30am they developed symptoms of ¿shaky and sweaty¿. The patient reported self-treating this symptom with glucose tablets and drinking some sugar. The patient also reported an issue with the backlight on their meter; however, there was no indication that this issue prevented the use from obtaining a blood glucose reading. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.